Event description:
Per the clinic, the device was explanted (date not reported) and it is unknown if the patient was reimplanted with a new device as of the date of this report. Additional information has been requested; however, this has not been made available as of the date of this report.

Manufacturer narrative:
This report is filed on june 14, 2019.